Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that they noticed a leakage, when they inspected it, the tubing was apart from the blue chip like it was never connected to the other piece of tubing.

Manufacturer narrative:
It was reported by customer that they noticed a leakage, when they inspected it, the tubing was apart from the blue chip like it was never connected to the other piece of tubing. One used sample and one unused sample were received for quality evaluation. The unused sample was opened and handled normally with no issues identified. The sample was then primed, and a simulated infusion was conducted. There were no issues of leakage, air-in-line and occlusion identified. The used sample was then primed, and leakage was noticed coming from the union between the lower pumping segment fitting to the hard tubing of the infusion set. Closer inspection of the leakage location caused the tubing to separate. The components were then investigated under magnification and there was a minimal amount of solvent present on the bonding surfaces. The customer complaint of separation other component - leakage was confirmed. The investigation was sent to manufacturing for further evaluation. After the investigation, and along with the manufacturing and quality operations teams, the most potential root cause determined is related to the lack of solvent, due to an incorrect insertion of tubing to solvent dispenser by the production personnel and/or due to issues with the solvent dispenser. As a corrective action, an accessory is to be implemented to the solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. The accessory was implemented on march 21, 2025. The production date of infusion set was prior to the implementation of the corrective actions. A device history record review for model 2420-0007 lot number 24075393 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.